Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been re-implanted as the device stopped working. It was reported in 2005 that the patient was experiencing sound changes with jaw movement or pressing on the ground electrode. At that time the patient was still benefitting from the device and was implanted contra-laterally.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. After opening of the housing visual inspection of the electronics shows damage that is typical for humidity ingress. The problems described in the patient report seem to match this finding. In addition, it seems that the reference electrode was embedded in bone, which would explain the increased ground path impedance. This is a final report.

Event description:
The patient has been re-implanted as the device stopped working. It was reported in 2005 that the patient was experiencing sound changes with jaw movement or pressing on the ground electrode. At that time the patient was still benefitting from the device and was implanted contra-laterally.